Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted; however, unable to prime unit during prime/delivery test due to faulty force sensor resistor. The motor was tested outside the device and passed. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with broken reservoir tube lip. Unit received with cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
Customer reported via phone call to have received five motor error alarms within thirty days. Customer's blood glucose was 163 mg/dl. During troubleshooting for motor error alarm, it was found that customer did not receive a motor position encoder error alarm. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.